Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis registered nurse on (B)(6) 2010, it was confirmed that there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 (air in set) that occurred during drain 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected during dwell and then reconnected after drain started. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during drain 3 of 4. The home patient had disconnected during dwell and then reconnected after drain started, so was connected at the time of the alarm. The caller would finish with manual supplies and would call the registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.